Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a critical overrider. A technical support specialist dialed into the station and confirmed that the critical override was no longer displayed. Verified that the station time matched the server time and confirmed proper communication with the server through successful data synchronization. All station functionality appeared normal. The customer was contacted for confirmation of resolution and customer confirmed that the issue had been resolved in the customer end and closed the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showing on critical override. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.